Manufacturer narrative:
Block e1: (B)(6) hospital. Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a lithovue elite flexscope was used during a ureteroscopy procedure performed on (B)(6) 2024. During the procedure, there was a puncture in the box and in the packaging and the seal was compromised. There were no patient complications as a result of this event.